Event description:
It was reported by the affiliate that during an endometriosis procedure after two hours the jaw was broken off. Parts could be removed. Take another instrument same problem after a short time. No further information is available. Two devices will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and lifted. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.